Manufacturer narrative:
(B)(46). Additional information: upon follow up it was reported the patient was discharged 34 days after hospital admission. Antibiotic treatment was ongoing at home and was discontinued on an unknown date. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient began treatment with vancomycin (intraperitoneal, dose, frequency, and duration were not reported) and amikacin (intraperitoneal, dose, frequency, and duration were not reported) for peritonitis. On an unreported date, the patient began treatment with ertapenem (intravenous, dose, frequency, and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized, treatment with ertapenem was ongoing, and the patient was not recovered from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. Dianeal therapy was ongoing. No additional information is available.